Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/26/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient called an ambulance due to a blood glucose (bg) level of 45 mg/dl. Their cgm's bg reading was 150 mg/dl. Paramedics arrived but did not administer any treatment. Patient drank juice and their bg went up to 300 mg/dl. Patient did not go to hospital. At time of contact, patient is good. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.